Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip tip. The complaint was confirmed by failure analysis.

Event description:
It was reported that the 8mm large suturecut needle driver (nd) instrument tip was coming off. The procedure was completed with no reported injury. The device was not used on the patient.